Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No parts have been returned for analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a shunt procedure, after registration, magnetic field did not emit. The status of the emitter details was all red. Actions such as replacing the nipt (non-invasive patient tracker) and rebooting the product were taken, but the issue was not resolved. The procedure was performed without the use of the navigation system. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
Analysis on the returned axiem portable system resulted in an electrical failure being found through functional testing and visual/physical examination. Analysis states that the returned axiem was not able to track and displays a red status for the axiem box, emitter and connected tools. As well, eminterface shows faults on drives 7, 8 and 9. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through reproducibility method. Analysis found that this issue was related to a hardware issue and that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.